Event description:
The reporter stated the surgeon inserted a cc4204bf collamer plate lens and noted there was something wrong with the lens. The surgeon wasn't sure if it was a crack in the lens or some sort of debris. The lens was removed with no patient injury, no incision enlargement or sutures.